Event description:
Additional information received reported that the intrathecal portion of the catheter was disconnected. It was later reported that there were no signs or symptoms.

Event description:
(B)(4). Additional information received reported that the pump and catheter was scheduled to be replaced on 2015-(B)(6). The patient had pain around the pump site.

Event description:
Additional information received reported that there was a possible pump and catheter replacement scheduled for (B)(6) 2015.

Event description:
Additional information reported the event resolved without sequela as of (B)(6) 2015.

Manufacturer narrative:
Product ID 8709sc, lot# n175455010, implanted: 2008 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the pump and catheter were explanted on (B)(6) 2015. It was noted that the patient had loss of effective therapy and increased spasticity.

Event description:
Additional information indicated that the dose had also been decreased by 5% on (B)(6) 2013. A catheter intervention had not yet occurred.

Event description:
It was reported that the patient was having pain around the pump area. The catheter (lumbar portion) had disconnected. An x-ray was done on 2013 (B)(6), the results showed "tubing coils and terminates within the soft tissue of lower back, no extension of catheter into the spinal canal." Interventions included, pump was decreased by 22% on 2013 (B)(6). It was reported as being related to device/therapy. The pump was interrogated and it was noted that the pump was "nearing end of life." It was noted that "therapy was suspended-saline" on 2014 (B)(6). It was reported there was going to be a possible pump and catheter replacement in (B)(6) 2015. The severity was reported as mild. The event was reported as on-going. The pump was delivering lioresal. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).